Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. We have made three (3) good faith efforts to the customer in an effort to obtain more information, but to date, the information has not been provided. A supplemental report will be submitted, if the information if provided to us. Full name of initial reporter: (B)(6).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) screen went fuzzy then blank but was still pumping. There was no patient harm and no adverse event was reported.